Manufacturer narrative:
The investigation for the pump stop has been completed. Impella cp pump was not returned. Per log analysis, small motor current spike without p-level change and additional resistance to the motor with saturated flows seen. Increased motor current was found with higher flows greater than 3 to 3.5 l/min and at same p-level(p-6). The cause of the pump stop issue was most likely due to biomaterial.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the cause of the pump stop issue was most likely due to biomaterial and no other information as pump was not returned. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that on day 22 of patient with impella cp support, the pump stopped. The patient is hemodynamics stable, and inotropes remain the same. The impella was removed and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No problem found with the pump. Upon review of data logs it is apparent that the console is the potential cause of the optical signal issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. D10 concomitant medical products and therapy dates.

Event description:
The customer also reported that a placement signal not reliable alarm was also observed on 08/11/24.